Manufacturer narrative:
Other, other text: d4: UDI updated - (B)(4). Updated device evaluation: one device was received. A visual inspection found that the air mix switch cam assembly was damaged and the battery holder was corroded. During the functional testing, it was found that the air mix switch cam assembly had been subjected to impact force and the device had not been serviced in the past 12 months. The cause of the issue was found to be the damaged air mix switch cam assembly. The damaged air mix switch cam assembly was replaced as well as the battery, sintered filter, washer and o-rings and faulty main alarm pcb. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the ventilator needs preventive maintenance and had a broken o2 knob. The customer stated that the broken knob occurred "during shipping of the device to the facility for service". No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.